Event description:
It was reported that the customer had a multiple scratches on the display of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer had a difficulty reading the screen and have to move around to be able to look at the screen. The customer could no complete call and disconnected when placed on hold. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Findings: unit received with broken reservoir tube lip. Unit received with cracked case at display window corners, reservoir tube, lcd display window and battery tube threads. Unit received with severe scratches on display window. Unit received with broken belt clip slot.